Event description:
Dr attempted closure with techstar xl 6 device. Both needles missed the barrel. Needle back down was unsuccesful. The pt went into surgery to have the device removed. Surgery was successful and the pt went home the next day. The hosp discarded the device and did not record the lot number.